Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed error code e315 and the screen was not displaying an image. This issue was identified during inspection prior to use. There were no reports of patient harm.